Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, after undergoing an umbilical hernia repair, the patient experienced an what was initially thought to be an infection potentially related to the mesh. He developed a post operative hematoma that needed opening and now has some exudate that to me resembles the partially absorbable component. A bit of the mesh can be seen too, indicating that the facial closure dehisced partially. There is no infection and the patient was not treated with any antibiotics. He has no recurrence either on exam. With wound care he is granulating in. With the lightweight remnant, the surgeon is optimistic this can heal over. Additional information was requested but has not been received. The doctor indicated that the patient has healed nicely with no further signs of infection. Should additional information become available, a supplemental will be submitted.